Event description:
It was stated that the downstream alarm went off. This occurred during the infusion at the facility. There was a patient involvement, but no patient harm or adverse event reported.

Manufacturer narrative:
Received one device. The customer reported issue was able to be confirmed through measuring the occlusion detection pressure. The cause of the reported issue was misalignment of occlusion pressure setting. The reported issue was resolved by recalibration of the occlusion pressure. Device passed all functional and delivery tests performed after repair activities were completed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.